Event description:
During implant, there were high impedances on the bifurcated extension #8 - #15. The extension was unscrewed from the battery, dried off, and re-inserted and the impedances were still high. The battery was turned off and the pt woken up; the pt did not feel stimulation. The extension was then disconnected and the 2 x 4 lead was placed into the snap-lid connector and the pt felt stimulation in both legs. The extension was replaced and the impedance check came back within normal limits. In recovery, the pt had stimulation in all painful areas. Two days after implant the stimulation was still covering the painful areas and improving the pt's pain except for some incisional pain from the procedure itself. It was noted that fluid was observed in the extension upon removal.

Manufacturer narrative:
(B)(4).